Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed an episode of ventricular fibrillation due to lead noise. The patient had received inappropriate antitachycardia pacing therapy due to the noise. The lead was explanted and replaced successfully. The patient is doing well and will be monitored with routine follow up.